Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used on (B)(6) 2014. According to the complainant, the generator was not delivering rf power. It is unknown if this issue occurred during a procedure. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found many scratches on the front bezel and cover. No rubber feet were found on the unit. All knobs and switches appear to function properly. Electrical evaluation was performed and it was noted that the active connector had to be held in contact with its mate in order to maintain connection. The spring clip on the active connector was loose, making intermittent or no contact, subsequently causing intermittent or no output. With the active connector held in place, the unit passed the endostat iii return evaluation procedure and was within all test parameters. The complaint was confirmed. Taking into considerations the details of the complaint and product analysis, the most probable root cause of the failures identified is wear and tear. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used on (B)(6), 2014.according to the complainant, the generator was not delivering rf power. It is unknown if this issue occurred during a procedure.despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of generator fails to deliver rf power. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.